Event description:
Customer was reportedly unresponsive with blood glucose result of 119 mg/dl obtained on the advantage system. Paramedics arrived and obtained result of 22 mg/dl within 10 minutes of result of 119 mg/dl. Customer's symptoms have improved. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.